Manufacturer narrative:
Only a small portion of the lens was returned in a lens case. Solution is dried on the lens. The returned portion of the lens does not contain the haptic/optic junction areas. It cannot be determined if the haptics are broken based upon the returned portion. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not determine a root cause for the reported complaint of "broken haptic". The returned portion of the lens does not contain the haptic/optic junction areas. Due to the presence of surgical solution and the condition of the returned sample, the damage observed is most likely related to customer handling. (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. A questionnaire was returned. (B)(4).

Event description:
A materials manager reported that after an intraocular lens (iol) was inserted into a patient's eye, it was noted to have a broken haptic. In a follow up, a nurse clarified that the lens was exchanged for another lens approximately 3 months after initial implantation. The event resolved after the exchange procedure.